Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment in the abdominal aortic aneurysm. It was reported that the postoperative follow-up CT showed that both renal arteries were occluded and appeared to show that the device somewhat covered the renal arteries. There was a decrease in renal function observed (the creatinine level increased from 0.8 to 1.7), and then the ultrasound was performed to check the blood flow in the renal artery. On the ultrasound, the blood flow to renal artery appeared to be maintained. Then, the creatinine level had decreased to 1.2, which suggested that the patient has been in a good clinical course. It was also reported that the physician implied the possibility that the device had moved proximally because it was pushed up by the contra limb. However, the physician later determined that there was a microembolism due to debris which was causing the occlusion. The physician also added that the debris was possibly resolved because the creatinine level had increased but it is now on the decrease. The physician later determined that the occlusion had indeed resolved and no additional intervention was planned. No additional clinical sequelae were reported and the patient is fine.